Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra meter was reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter had reverted to the setup mode; she was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of headache, sweating, nausea and anxiety. The patient did not report seeking any medical attention or treatment. The issue was resolved with troubleshooting. The meter and test strips were replaced. The meter issue was resolved with patient education, indicating there was no malfunction. However, as the patient allegedly suffered symptoms suggesting severe injury after the issue occurred, this complaint is being reported.